Event description:
It was reported, the bronchovideoscope exhibited an error code b30 (scope communication error). The issue occurred at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found this reportable malfunction: charged coupled device (ccd) damage and c-cover burned. Based on the results of the investigation, the most probable cause of the complaint cause is traced to event occurred temporarily due to poor contact at the electrical contact points, as a result of the video connector becoming submerged and corroded during handling, causing a malfunction in the electronic components, and results of the c-cover burned, although it was not possible to identify the cause of the incident from the information obtained, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected g3 (aware date).

Event description:
It was reported, the bronchovideoscope exhibited an error code b30 (scope communication error). The issue occurred at reprocessing. There were no reports of patient involvement.